Manufacturer narrative:
The referenced previous admissions were reported under medwatch MFR report #s 2916596-2014-02092 and 2916596-2015-02275. Approximate age of device is 1 year and 6 months. The event occurred at (B)(6) hospital. The patient remains ongoing on vad support. A correlation between the device and the reported driveline and pump infections could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. In (B)(6) 2014, the patient was diagnosed with a bacterial driveline infection and underwent multiple admissions between (B)(6) 2014 and (B)(6) 2015. The treatment during the admissions included wound area irrigation and vacuum assisted closure (vac) therapy. From (B)(6) 2015, the patient was admitted due to a bacterial infection inside the pump and also due to surgical wound dehiscence. The cause of infection was reported as device related. During the admission, the patient underwent vacuum assisted closure (vac) therapy and unspecified antibiotic therapy. The patient remains ongoing on lvad support. No additional information was received.